Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. The physician observed that the valve of the sheath was leaking air after introducing the catheter during aspiration. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. The physician observed that the valve of the sheath was leaking air after introducing the catheter during aspiration. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as inspection found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.